Event description:
Previous medwatch submission noted rupture. Upon further information, allergan has determined that this record is a duplicate and the event was previously reported.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.reason for reoperation: rupture.

Event description:
Healthcare professional (hcp) reported unknown side 'rupture/leakage'. Device remains implanted.